Event description:
It was reported that the patient went to their local emergency room and became unresponsive. The patient passed away on (B)(6) 2022 due to cardiac arrest. The pump was functioning as intended and the death was not considered to be device related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.